Event description:
Tip of catheter broke off during procedure. Attempts to remove were unsuccessful. Physician decided due to location of tip there was no harm to pt and that further retrieval attempts may create add'l unnecessary trauma for pt.